Event description:
The facility reports the nurse started to raise the patient to transfer from the chair to the bed but saw that the hanger bar was not attached properly to the t-bar and immediately lowered the patient back into the chair. The hanger bar then fell off after the patient was back in the chair and was caught by the nurse. No injuries were reported.